Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 52 mg/dl at the time of the incident. The customer had a problem with the insulin pump and the clip. The customer stated that the insulin pump would not stay on and kept falling off the clip. The piece that slides into the railing, one side was missing. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis. The infusion set will not be returned for analysis.